Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been seen. A date for re-implantation has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Affected channels have been seen. A date for re-implantation has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Affected channels have been seen. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels have been seen. The user has been re-implanted.